Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer requested assistance in filling reservoir. Customer reports that reservoir had air bubbles. Customer was instructed on how to release air bubbles. Customer did not have any more reservoirs and was not able to prime. Customer was also educated on transferguard. No further information provided.